Event description:
This case was reported via (B)(6) ((B)(4)) on 24-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("removal of essure scheduled") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. On an unknown date, the patient experienced medical device removal (seriousness criteria medically significant and clinically significant/intervention required), musculoskeletal pain ("almost constant muscle and joint pain"), headache ("frequent prolonged headaches"), fatigue ("fatigue"), loss of libido ("loss of libido") and sleep disorder ("sleep disturbances"). The patient was treated with surgery (essure removal scheduled for (B)(6) 2017 by laparoscopic bilateral salpingectomy). Essure treatment was ongoing at the time of the report. At the time of the report, the medical device removal, musculoskeletal pain, headache, fatigue, loss of libido and sleep disorder outcome was unknown. The reporter provided no causality assessment for medical device removal, musculoskeletal pain, headache, fatigue, loss of libido and sleep disorder with essure. Company causality comment: this spontaneous consumer report, received via health authority (ha), refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced removal of essure scheduled. The duration of essure use was not specified. This event, serious due to medical significance, is anticipated in the reference safety information of essure. Device removal may be required in case of specific organ damage or to prevent local damage related to the device. In this particular case, however, the information was limited and the consumer reported events of general nature, per se non-serious, such as muscle and joint pain, headaches, fatigue, and others. Based on the available information and in the lack of alternative explanations, however, a causality of essure for the device removal cannot be completely excluded (related). The case was classified as incident in line with the ha assessment, although no hospitalization or relevant interventions were reported. No active follow-up can be pursued in this ha case. A product technical analysis is expected.

Manufacturer narrative:
This case was reported via regulatory authority (B)(6) (reference number: (B)(4)) on 24-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("removal of essure scheduled") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), musculoskeletal pain ("almost constant muscle and joint pain"), headache ("frequent prolonged headaches"), fatigue ("fatigue"), loss of libido ("loss of libido") and sleep disorder ("sleep disturbances"). The patient was treated with surgery (essure removal scheduled for (B)(6) 2017 by laparoscopic bilateral salpingectomy). Essure treatment was ongoing at the time of the report. At the time of the report, the medical device removal, musculoskeletal pain, headache, fatigue, loss of libido and sleep disorder outcome was unknown. The reporter provided no causality assessment for fatigue, headache, loss of libido, medical device removal, musculoskeletal pain and sleep disorder with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 18-may-2017 for the following meddra preferred term: medical device removal: the analysis in the global safety database revealed 653. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 16-may-2017: quality-safety evaluation received. Company causality comment: this spontaneous consumer report, received via health authority (ha), refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced removal of essure scheduled. The duration of essure use was not specified. This event, serious due to medical significance, is anticipated in the reference safety information of essure. Device removal may be required in case of specific organ damage or to prevent local damage related to the device. In this particular case, however, the information was limited and the consumer reported events of general nature, per se non-serious, such as muscle and joint pain, headaches, fatigue, and others. Based on the available information and in the lack of alternative explanations, however, a causality of essure for the device removal cannot be completely excluded (related). The case was classified as incident in line with the ha assessment, although no hospitalization or relevant interventions were reported. No active follow-up can be pursued in this ha case. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible.